Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image, nothing can be seen, and everything was opaque. The issue occurred during an unspecified procedure. No patient harm reported.

Event description:
It was reported the subject device had no image, nothing can be seen, and everything was opaque. The issue occurred during an unspecified procedure. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. Corrected fields: g4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the device evaluation found the video cable was broken and therefore stripes in image occurred and the fiber bonding in the outer tube area (distal end) was damaged. Based on the results of the investigation, it is likely the following led to the malfunction: broken video cable; cause traced to component failure. Olympus will continue to monitor field performance for this device.